Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, an electrocardiogram (ECG) showed a sinus arrhythmia with evidence of intraventricular conduction delay (ivcd) and left bundle branch block (lbbb). Temporary pacing was used for bradycardia. One day post implant, an ECG revealed slightly narrower complexes. Subsequently, two days post valve implant a permanent pacemaker was implanted due to uncertain progression of complete heart block (chb). No further adverse patient effects were reported.